Manufacturer narrative:
Attachment medwatch report# mw5108606. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: "percutaneous re-access through starclose closure device led to shearing of a catheter that was subsequently retained within the body and required surgical exploration to retrieve. FDA safety report ID #: (B)(4)." The date of the procedure when the starclose clip was originally used/placed was not provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.